Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 11 unknown screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes customer quality received medwatch user facility report#(B)(4). Additional information was received on january 18, 2017 further reporting that the patient had a total of 13 screws and one unknown plate originally implanted. Two (2) of the screws had broken postoperatively. One (1) of the broken screw tips was not able to be removed and was retained in the patient's bone. The second broken screw, 11 intact screws and one (1) intact plate were removed successfully. This report is for 11 unknown screws (intact). This report is 4 of 4 for (B)(4).